Event description:
It was reported that a patient presented in-clinic for a system implant procedure. After the procedure, the patient complained of discomfort. Upon interrogation, the patient's right atrial (ra) lead was found to have no capture and no sensing, revealing ra lead dislodgement due to twiddler's syndrome. The patient's reported discomfort was determined to be due to the dislodged ra lead stimulating the phrenic nerve. The ra lead was repositioned successfully on (B)(6) 2021. The patient was stable throughout.